Event description:
It was reported that this right ventricular (rv) lead may be "bad". No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead may be "bad". No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: the reporter got confused, there was no malfunction.